Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for 6 month follow up, the left ventricular lead exhibited loss of capture. A chest x-ray confirmed lead dislodgement. The lead was explanted and replaced successfully. The patient did not experience and symptoms.